Event description:
Patient initiated her home hemodialysis treatment in 2008 and she received a "blood leak" alarm on her dialysis machine. Pt's husband immediately stopped the treatment. After checking the dialysate line for blood, this testing positive, he disconnected the pt from the machine and discarded the bloodlines. The pt called the dialysis clinic to report alarm and it was determined that the dialyzer used was defective. Pt was given new dialyzers from a different lot number and afterwards was able to dialyze without further problems. After review, it was determined that pt performed all procedures correctly and there was no risk or injury to pt. Dates of use: late 2003 - 2008. Diagnosis or reason for use: end stage renal disease. Event reappeared after reintroduction: no.